Event description:
Boston scientific crm received info that this right ventricular lead was exhibiting elevated threshold measurements with intermittent loss of capture. After the lead was reprogrammed to unipolar configuration, no loss of capture was detected. Additionally, decreased sensing and impedance measurements were noted. A review of the daily measurements showed the pacemaker had been in retry since implant in (B)(6) 2010. The pt has experienced some episodes of dizziness since implant. A review of the stored episodes showed a few ventricular tachycardia episodes but multiple atrial tachy response after so there were no electrograms for the vt episodes. The egms for the atr episodes looked clean. A boston scientific technical svs consultant discussed the possibility of lead dislodgement and recommended a chest x-ray be performed. Additionally, the consultant suggested isometrics and pocket manipulation to assess for noise and change in measurements. A revision procedure was performed and an insulation breach was revealed on the lead located underneath the suture sleeve. It is suspected that the implanting physician had over tightened the suture sleeve. The lead was removed from service and replaced without further incident. No other adverse pt effects were reported.